Event description:
Product contamination possibility: failure of cleanroom hepa air filtration system where various disposable sterile ivd products are manufactured (clear and conductive pipette tips in several sizes, reagent tubs and lids). The hepa system maintains clean positive air pressure in the cleanroom. It was suspected of failure (30%) in (B)(6) 2010. The problem was confirmed in (B)(6) 2011 at less than 50% functional. Repairs were complete din (B)(6) 2012 to bring the system to 100% functionality. All products manufactured between (B)(6) 2010 and (B)(6) 2012 should be considered suspect unless evidence of an acceptable particulate count throughout this period can be provided. Clean room is owned and operated by: (B)(6).